Manufacturer narrative:
It was reported that a 71-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Pericardiocentesis was performed to remove approximately 400 cc of fluid from the pericardium. The patient was reported in stable condition when leaving the lab area. No bwi product malfunctions were reported during the case. Device evaluation details: the device evaluation was been completed on 5/29/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. During the evaluation process, the lot # was verified as 30170137m, the lot field has been populated. A manufacturing record evaluation was performed for the finished device 30170137m number, and no internal actions related to the reported complaint condition were identified. Along with the lot # being verified, the manufactured date and expiration date were also verified. Therefore, expiration date and device manufacture date have been populated. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Physician¿s opinion regarding the cause of the adverse event is that it may have been occurred during transseptal puncture which was performed by a fellow in training under the attending¿s supervision; however, since this assumption cannot be confirmed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 4/30/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after some ablations performed, the patient¿s heart rate increased, and the blood pressure dropped to 40. Cardiac tamponade was confirmed by intracardiac echo (ice). Remainder of the procedure was aborted. Cardiovascular surgeon was called in. Pericardiocentesis was performed to remove approximately 400 cc of fluid from the pericardium. The patient was reported in stable condition when leaving the lab area. Extended hospitalization was required as a result of the adverse event. It was later reported that the patient was stable and doing well. Physician¿s opinion regarding the cause of the adverse event is that it may have been occurred during transseptal puncture which was performed by a fellow in training under the attending¿s supervision; however, since this assumption cannot be confirmed, this event will be reported under the bwi ablation catheter used. The catheter irrigation was set between 2-30 ml/min. No bwi product malfunctions were reported during the case. The generator was on power control mode.